Manufacturer narrative:
Title endo gia stapler malfunction in a small bowel loop resection source journal of surgical case reports, volume 10, 2018 (1¿3) date of publication: 26 oct 2018 if information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of study, during a exploratory laparotomy procedure, during an attempt to transect the proximal part of ascending colon, the powered stapler failed to fire. The stapler abruptly froze; a sound went off and it became locked. Repeated attempts to override using the manual handle failed and took over ten minutes to separate the stapler sides. Another device was used to complete the case.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.